Event description:
It was reported that the user experienced hypoglycemia while using the ilet system with a cgm reading in the mid-40s, during which insulin delivery on the ilet suspended below 80 mg/dl and the user removed the device; the user ingested glucose tablets and discussed possible glucagon use, and a fingerstick confirmation was not obtained due to a nonfunctional meter. Symptoms included a subjective feeling of impending death. Outcomes included temporary interference with daily activities and the need for user self-treatment with oral glucose. Investigation included review of device functionality and user guidance during the event. Investigation of this case revealed no device malfunction was identified and cgm lag was discussed as a potential contributor to perceived readings during recovery. It was concluded that the event was consistent with hypoglycemia of unclear cause with appropriate user self-treatment and no medical intervention required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.